Event description:
Physio-control received a copy of a user facility submitted medwatch report for the following event. After leaving the catheter lab, it was reported that the pt had cardiac arrest event and was connected to a monitor/defibrillator. The pt was defibrillated and following the first shock, the device read "low battery life" and there was no ECG thru the paddles. However, there was ECG readings thru the ECG cable. The original intended procedure for the pt treatment was left heart catheterization, left ventriculography, selective coronary angiography, right coronary artery angioplasty and drug-eluting stent placement at two sites. There was no further additional info on the event or pt outcome.

Manufacturer narrative:
(B)(4). Physio-control's several attempts to contact the customer for the device serial number and additional info on the event has been unsuccessful. Physio has not evaluated the device and is unable to further investigate the reported event. The cause of the reported event could not be determined.